Event description:
The complainant reported that the purge disc of the automated impella controller (aic) was not recognizing the cassette. There was no patient involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a final report will be filed. A supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. There was a repeated inability to get through step 2 of case start as the purge cassette was recognized as inserted but the purge disc was not detected. Device analysis: the failure mode was repeated during testing. Despite an intact purge retainer and purge flag, the purge disc was not initially detected. However after pushing the disc with more force, the purge disc was able to be completely inserted and then the purge disc was recognized. Additionally, it was very difficult to take the purge disc out of the retainer. Disassembling the purge system, there were multiple instances of glucose ingress including under the purge retainer that specifically would have provided a sticky counterforce that would have made it difficult to insert the purge disc fully. Root cause: the cause of the purge disc not being recognized was a glucose ingress making it more difficult to fully insert the purge disc. G1 reporting contact email revised on manufacturer device report 1220648-2025-27365 in accordance with updated procedures.